Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.